Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified artery. A 7.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified artery. A 7.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
"UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #."